Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400mg/dl and 500 mg/dl. Customer stated that her blood glucose level was high due to medication. Customer also stated that the issue was resolved. The insulin pump will be returned for analysis.